Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort at the lead extension site. The physician assessed there was a possible infection at the lead and lead extension site. Therefore, the patient underwent a procedure to clean out the lead and lead extension site. A culture was taken however, culture results are unknown. The patient was expected to fully recover postoperatively. Nothing was implanted or explanted during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7110673. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7103424.